Event description:
Philips received a complaint on the defibrillator indicating that following a fall of the defibrillator, the motherboard connector is defective. The customer wishes the equipment to be returned to the workshop for a complete check. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.